Event description:
The customer contacted physio-control to report that their device would not power on. There was patient involvement in the reported event.

Manufacturer narrative:
Customer quality engineer evaluated the device logs and confirmed the reported issue. One root cause of the reported issue of the device failing to power on during the patient event was failure to properly maintain the device. The device readiness was not properly maintained and this allowed the battery to go unreplaced and reach a voltage level unable to power on the device. The second root cause was that during the distributor inspection, the original depleted battery was placed back in the device, and no performance testing was completed with that battery. This lead to an already depleted battery to remain in the device until it was required for patient treatment. Both contributing root causes can be attributed to user error.

Manufacturer narrative:
Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. The device is returned to physio-control for evaluation. The electronic patient record was downloaded and sent to physio-control customer quality engineer for evaluation.

Event description:
The customer contacted physio-control to report that their device would not power on. There was patient involvement in the reported event.